Event description:
Information was received indicating that during the use of a smiths medical cadd administration set, leaking was noted at the filter. Subsequently, the tubing was switched. No adverse effects were reported.